Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the valve was loaded one time and was verified via visual, tactile, and fluoroscopy. The fluoroscopic load check showed an infold to node three. The team proceeded with the implant. After the initial deployment, an infold was observed. It was noted that the target implant depth was 4 millimeter (mm). The valve moved toward the ventricle upon the attempted deployment. It was noted that an attempt was made to use the cuspal overlap technique and an attempt was made to align the commissures. The valve was withdrawn from the patient. A new valve was loaded without issue. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mmwhat balloon. Following the pre-implant bav, the replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the capsule appeared intact with no evidence of damage. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. Continuation of d10: product ID evproplus-29 product lot/serial number d704663 implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.